Manufacturer narrative:
(B)(4). It was reported that the patient underwent a facial laceration repair procedure on (B)(6) 2016 and suture was used to close the skin of the face. During the procedure when the ER physician was trying to pass the needle through the subcuticular layer of the skin, the suture came off at the swage. CT was performed and the needle could be clearly seen on the patient¿s left side below the zygomatic arch and the physician was unable to retrieve it. The patient returned the following day and the needle was no longer seen on imaging. The physician opined that the needle initially was so superficial that it was removed during wound care which was after the CT was performed or the needle was caught in the gauze when the gauze was removed. The needle is no longer retained. The patient has not been seen since the follow-up visit on (B)(6) 2016. (B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hge173, batch hhb132. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: does the piece/device remain retained in the patient's tissue? No, patient returned the following day and the needle was no longer seen on imaging. The thought was that: it had initially been so superficial that it was removed during the wound care which was after the CT that showed the retained needle, or it was removed when the gauze was removed by getting caught in the gauze threads. If the piece(s) were retained, where is it located/in what structure? It had been in the left cheek at the zygomatic arch, but is no longer retained. Was the needle removed in (B)(6) as planned? The patient returned on (B)(6) 2016 for removal, but the image showed that it was no longer retained. Lot hhb132 was initially reported, but a sample for lot hge173 was received for evaluation. Were these 2 possible lots used during the procedure? There were 2 boxes that had been sequestered after this incident, and I didn't realize that they had 2 different lot numbers. I still have both lot #s if you need the other needle. What is the patient current status? He hasn't been seen since (B)(6) 2016. Do you have the needle piece that was removed for evaluation? No, as the needle was no longer retained when the patient returned the following day. One representative sample of lot hge173 was returned for evaluation. The sample was visually examined and functionally tested and the sample met the requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a facial laceration repair procedure on (B)(6) 2016 and the suture was used to close the skin of the face in a cosmetic manner. During the procedure, the ER physician was trying to pass the needle through the subcuticular layer of the skin when the suture came off the needle at the swage. The needle was parallel to the plane of the patient's face, just below the surface of the skin. It was also reported that the main concern was cosmetic closure of the laceration and a CT was performed to identify the location of the needle. As reported, the needle could be clearly seen on the patient's left side below the zygomatic arch but the ER physician was unable to retrieve the needle. The patient was stable and discharged home with the needle retained under the skin. Then the patient was brought back to see the doctor and the plan is to remove the needle in an in-office procedure on (B)(6) 2016. No further information is available.